Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately 55 months ago. Vessels morphology from the time of implant were not reported. Aneurysm changed from 5.5 at the time of implant, decreasing in size over the next two years to 3 cm and currently the aneurysm is 7.3 cm. Currently, the patient has aortic neck dilatation due to disease progression. The patient did not return for follow-up appointments during the first two years of stent graft implant. The aortic neck size at the time of implant is unknown, however, it is currently 33-34 mm in diameter at the renal arteries and 15 mm below the renal arteries 37-38. There is no room to place an aortic cuff and the physician elected to perform an open repair by sewing the graft to the existing stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Scondary intervention - evaluation codes, results: endoleak. Aortic neck dilatation due to disease progression. Conclusions: aortic neck dilatation due to disease progression.